Event description:
As reported, the patient came in for treatment of middle cerebral artery aneurysm, there was no vessel stenosis. The puncture site was at femoral artery. The physician successfully positioned 6f guiding catheter and prowler14 micro-catheter. Then he first implanted orbit 2.5x4.5 coil. The result was good. After that, he used 2x4 2d coil. However, the result was not satisfactory, so the physician withdrew the coil back into the micro-catheter and planned to re-deploy the coil. He suddenly found the coil was stretched. Thus, he changed to use another 2x4 2d coil, the result was good. Lastly, he implanted a third 2x2 coil to complete the procedure. No impact to the patient.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The 2x4 orbit helical fill coil ((B)(4)) stretched during placement in the middle cerebral artery (mca) aneurysm. The entire coil was removed from the microcatheter without patient injury. Prior to the event, a 6f guiding catheter and prowler 14 microcatheter were successfully positioned and a 2.5x4.5 orbit coil was implanted with good results. After that, the 2x4 orbit helical fill was used. The result was not satisfactory; therefore it was pulled back into the prowler 14 microcatheter with the intent to re-deploy the coil. It was suddenly noted that the coil was stretched within the microcatheter; therefore, the coil was removed. The entire coil was removed without coil separation or breakage. No additional intervention was required to remove the coil. It was exchanged for another 2x4 helical coil which was implanted with good results through the same prowler 14. A third 2x2 coil was implanted to complete the procedure. An adequate continuous flush was maintained through the microcatheter. A non-sterile orbit helical fill 2x4 was received coiled inside of a plastic bag. The hypotube was inspected and several kinks were found on it. The introducer was returned partially zipped and in good condition. The support coil and gripper were outside of the introducer from the proximal end, they were in good condition. The embolic coil was found stretched. Some waves were found on the product but may have occurred during the handling of the unit when this was returned for evaluation. The gripper was inspected under microscope; it was confirmed to be in good condition. The embolic coil was confirmed to be stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. The cause of the failure experienced by the customer and the kinks on the hypotube could not be conclusive determined. It is possible that procedural factors/device manipulation while the distal end of the coil was fixed contributed to the event. Based on the available information, no conclusion can be made regarding the exact cause of the event. With review of the analysis and the device history records there is no indication of any manufacturing issues contributing to the event. Additionally inspections are in place to prevent damaged devices from leaving from the facility; therefore no corrective actions will be taken at this time.